Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ortho case, the surgeon was using a plasmablade device and a pacemaker dependent patient experienced episodes of sustained ventricular tachycardia. After the plasmablade was deactivated, the patient experience pacemaker-mediated tachycardia with a heart rate in the 120¿s. It is unknown how long after the device was deactivated that the patient went back into a normal rhythm. No interventions were reported.